Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead implant procedure, when physician took out the catheter the lead dislodgment was observed on the lv lead. During the lead implant inadequate capture issue and an unspecified sensing issue was observed. Lead was explanted and a new lead as implanted. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.